Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 ipg implanted: 2010-(B)(6). (B)(6).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds and oversensing. No patient comp lications have been reported as a result of this event.